Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9106913. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Two retained samples passed a leakage test. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It has been reported that one bd¿ intima-ii y 24gax0.75in prn/ec slm has been found experiencing leakage during use. The following has been provided by the initial reporter: at 9 o 'clock on november 12, according to the doctor's advice, the closed intravenous indwelling needle was successfully used to puncture and indwelling needle for the patient. At 9:40 o 'clock, the indwelling needle was found to be bleeding from the indwelling needle head. The indwelling needle was removed, disinfected and re-punctured.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ intima-ii y 24gax0.75in prn/ec slm has been found experiencing leakage during use. The following has been provided by the initial reporter: at 9 o 'clock on (B)(6) according to the doctor's advice, the closed intravenous indwelling needle was successfully used to puncture and indwelling needle for the patient. At 9:40 o 'clock, the indwelling needle was found to be bleeding from the indwelling needle head. The indwelling needle was removed, disinfected and re-punctured.